Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, a reintervention occurred to treat a type I proximal endoleak whereby a aortic extender endoprosthesis was implanted to extend the originally implanted trunk-ipsilateral leg endoprosthesis. Aneurysm enlargement was not reported. The cause of the endoleak was not reported. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
H6: investigation findings and conclusion codes. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.